Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to exhibiting high out of range pacing impedance (greater than 3,000 ohms), since implant. X-ray imaging revealed no lead issues. During the explant procedure, no visible lead fracture or damage. The explanted rv lead is expected to be returned for product analysis. A new rv lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If additional information is provided, a supplemental report will be submitted.